Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 567 mg/dl, 290 mg/dl, and 192 mg/dl. Customer reportedly received the following results on the advantage system within 10 minutes: 290 mg/dl, 192 mg/dl, and 67 mg/dl. Readings of 290 mg/dl and 192 mg/dl were taken only once - no repeat of readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.